Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ IV catheter leaked from the IV during the infusion. The following information was provided by the initial reporter: "IV was placed in the ed 5/6 in the l ac of a primarily healthy 69 yo f. Dressing was placed correctly and IV was flushed each shift with lr infusing at 50 ml/hr. No other issues noted with placement or immediately after. Unfortunately, the IV was leaking by the morning of 5/8 and had to be replaced."

Event description:
It was reported that the unspecified bd nexiva¿ IV catheter leaked from the IV during the infusion. The following information was provided by the initial reporter: "IV was placed in the ed 5/6 in the l ac of a primarily healthy 69 yo f. Dressing was placed correctly and IV was flushed each shift with lr infusing at 50 ml/hr. No other issues noted with placement or immediately after. Unfortunately, the IV was leaking by the morning of 5/8 and had to be replaced."

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.